Event description:
Patient reported left side "rupture". Healthcare professional later reported "capsular contracture baker grade iii, pain, movement limitations, bleeding" diagnosed via ultrasound. Healthcare professional later reported "bleeding means a diffuse generalized release of silicone through the shell". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6a, d6b, g2, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "capsular contracture baker grade iii, pain, movement limitations, bleeding". The device has been explanted and replaced.